Event description:
It was reported to philips that the system does not start up properly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited on-site and identified that the issue occurred due to system start up via a kind of f1 mode, which caused the 'select boot device' option to appear on the screen. The system meets the specification for the performed service and was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Since there was no malfunction identified with the allura system, therefore this issue is not likely to cause or contribute to death or a serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.